Manufacturer narrative:
The device was repaired and then returned to the pt.

Event description:
In 2007, the pt informed kerr corp that he began experiencing headaches and neck aches due to overcompensating for incorrect loupe measurements of the dimension-3 dental loupes that he was originally prescribed in five years earlier.